Event description:
It was reported that following bilateral cataract surgery plus trabecular microbypass stent system procedures (ou), the patient experienced postoperative complications including increased intraocular pressure (iop), which required medical intervention. The surgeon requested a medical expert consultation which was offered to the surgeon, but was subsequently declined by the surgeon. The most recent patient status was reported as almost completely resolved with stable intraocular pressure (iop). Additional information was not available through follow-up as the surgeon declined further contact. This report references the report of iop increase associated with the right eye (od).

Manufacturer narrative:
Additional information: b3: event date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2026-00032 for the report of iop increase associated with the left eye (os).